Manufacturer narrative:
Other relevant device(s) are: product ID: 9735773, serial/lot #: unknown. Product ID: 9735787, serial/lot #: unknown. A medtronic representative (rep) went to the site to test the equipment and a new ups and battery were installed. The system passed system checkout and was functioning as expected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that when the medtronic representative unplugged the system, it immediately died while navigating. The surgeon passed registration without issues. It could not be confirmed if the system was plugged in the night prior. The site used another navigation device to complete the case while the other cart charged. The surgery was completed with navigation and there was no impact on patient outcome. The medtronic representative (mr) later reported that the system still would not boot up, even after charging for a while. The mr discharged the uninterruptible power supply (ups) with the system powered off, then the system powered back on with no difficulty. The mr checked the self test tool and the battery percentage was showing at 0%.

Manufacturer narrative:
A hardware analysis of casepart-291341 and casepart-291088 was initiated to determine the probable cause of the issue. Analysis found that the battery was depleted upon return and ups was standalone tested and was found to have blown fet's. If information is provided in the future, a supplemental report will be issued.